Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported that their freestyle blood glucose monitor would not turn on and that he could not get a reading on the meter. In addition, the customer was incoherent and experienced symptoms of hypoglycemia such as blurred vision and disorientation. The customer called the paramedics and he was transported to st. Francis hospital where he was diagnosed with severe hypoglycemia. There was no report of treatment, death or permanent impairment.